Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) was implanted with the pace/sense portion capped. The patient's pre-existing non-boston scientific rv lead remained in use for pacing and sensing. Subsequently, the patient underwent a revision procedure wherein their pulse generator was explanted and replaced due to normal battery depletion. The non-boston scientific pace/sense lead was surgically abandoned during the procedure due to a product performance concern. The pace/sense portion of this rv lead was tested, but failure to capture was observed. Therefore, the shocking and pace/sense portions of this lead were surgically abandoned and a new rv lead was placed. No additional adverse patient effects were reported.